Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced skin infection described as abscess. The customer had contact with a healthcare professional, who disinfected the customer's skin and prescribed two tablets of pyostacine (antibiotic) that should be taken twice daily for one week. There was no report of death or permanent impairment associated with this event.